Event description:
The customer alleges she tested her son-in-law, and obtained back to back readings of 488 and 99 mg/dl on her meter. No report of an adverse event. L1 control was run and in range. The customer states for one incident, she felt hypoglycemic and obtained a result of 37 mg/dl; self treated and felt better. Return requested and replacement was sent.